Event description:
Additional information was received. All problems found with the unit was during testing, no patient involved.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress.

Event description:
It was reported that the ventilator pressure lead and demand function were not working. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one device was received for investigation. Upon visual inspection the device was noted to be received in with a damaged gas supply indicator. The relief spring clip and cover were found loose internally. Functional testing confirmed the complaint; there was no pneumatic sound for the relief pressure. The demand functioned as intended. The issue's root cause was attributed to a damaged variable relief valve. No device history report (DHR) review was not completed. Previous service records were reviewed and deemed unrelated. Upgraded the assembly, replaced the gas supply indicator, variable relief valve, and eyeball shroud ring. Replaced faulty main board, due to shut down failure. Replaced MRI battery, sintered filter, and o-rings for the preventative maintenance (pm). Performed pm, cleaned unit and affixed new service label. Device passed all functional tested after the completed repairs.